Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this lead exhibited low sensing and was easily displaced. The lead was removed from the patient and replaced in absence of adverse patient effects. The attempted implant lead is intended to be returned for laboratory analysis.